Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterior resection. According to the reporter: only half of the staples were present in the tissue and the donuts were incomplete after firing. The doctor had to resect additional tissue and perform a hand sewn anastomosis. Surgical time was extended by more than 30 minutes. There was unanticipated tissue loss. There was no reinforcement material used.